Event description:
Caller states the pt tested 3.3 inr on the coaguchek system while testing 5.9 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.